Manufacturer narrative:
This lead was returned our post market quality assurance laboratory in severed into two segments 75 mm from the terminal pin with a mid-body segment missing. An extracting stylet was returned in the distal segment and damage indicative of laser extraction was noted. Visual inspection revealed lead body damage, including cuts suspected to have occurred during extraction as well as insulation abrasion. This type of abrasion damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead within the heart. The reported low impedance measurements, noise, and oversensing are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements and instances of noise and oversensing. The patient was seen in clinic at which time device therapy was programmed off pending a revision procedure due to suspected insulation damage. While the oversensing resulted in some instances of pacing inhibition, non were observed greater than 2 seconds. A revision procedure was later performed during which the physician elected to explant the rv lead and device and replace them with a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements and instances of noise and oversensing. The patient was seen in clinic at which time device therapy was programmed off pending a revision procedure due to suspected insulation damage. While the oversensing resulted in some instances of pacing inhibition, non were observed greater than 2 seconds. A revision procedure was later performed during which the physician elected to explant the rv lead and device and replace them with a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported.